Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl to displaying as "high". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a correction bolus to address the issue and went to the emergency room. Customer was discharged the next day. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.